Manufacturer narrative:
Concomitant products: product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2010, product type catheter; product ID 8590-1, lot # n209635, implanted: (B)(6) 2010, product type accessory; product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2010, product type catheter; product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2010, product type catheter. (B)(4).

Event description:
It was reported the health care provider (hcp) had issues with accessing the patient¿s catheter access port (cap) during a dye study. It took approximately forty five minutes until the hcp was able to finally access the cap. It was then determined that the drug infusion system was patent. It was reported the pump had moved and turned sideways ¿and the doctor couldn¿t get at the pump.¿ it was noted the patient still believed they were not benefiting much from the pump. It was reported the daily dose and concentrations of dilaudid and bupivacaine had continually been increased. Following the increases, the ¿device/therapy doesn¿t¿ seem to be working after increasing the dose.¿ it was also noted the patient ¿wasn¿t having great luck with the pump.¿ it was later reported the patient still had concerns regarding their device or therapy but was working with their hcp. Additional information has been requested, but was not available as of the date of this report.